Event description:
It was reported that the patient received inappropriate atp and hv therapy due to supraventricular tachycardia being misdiagnosed as ventricular tachycardia. Programming changes were made. The patients condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.